Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient developed pain at the thoracic incision site when the stimulation was turned on. The subject was lost to follow up and no further information was available. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient developed pain to the left of the thoracic incision site particularly when using her left arm. The patient was treated with medication and the device was reprogrammed.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation. It was reported that the event was device related. The patient underwent explant.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation. It was reported that the event was device related. The patient underwent explant.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation. It was reported that the event was device related. The patient underwent explant.

Manufacturer narrative:
Additional information was received that the patient's uncomfortable stimulation was a result of lead migration. The event is not recovered/not resolved. The patient was still scheduled to undergo an explant procedure.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation. It was reported that the event was device related. The patient underwent explant.